Event description:
During a procedure to close a muscular vsd using and ensnare device, customer states that the marker from the ensnare device dislodged in the patient causing an embolism.

Manufacturer narrative:
The customer states, the radiopaque band came off during use. The sample was returned and the defect was confirmed. A finger pull test is required at incoming inspection of the catheter to ensure the band is assembled appropriately. There were no defects or deviations noted. Previous complaints were reviewed for the same defect mode. In those cases, the root cause of this occurrence experienced by the customer was due to excessive force or abnormal interaction during the procedure. The dfu for the product states that excessive force may cause damage to the catheter.